Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Driving the chair forward the chair will turn to the right.

Manufacturer narrative:
The device was returned and the evaluation states that there was a corrosion in the brake assembly which caused the pulsing. The entire motor was very dirty and corroded on the exterior.

Event description:
Driving the chair forward the chair will turn to the right.